Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of shrink sleeve detached. Block h10: the returned sensor wire was analyzed. During visual and microscope inspection, it was found that the ptfe peeled at the middle section and the sleeve detached. Additionally, the sleeve was returned. Media inspection shows one sensor wire inside a plastic box with the sleeve detached. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to excessive force applied to remove the wire, handling/manipulation of the device, and excess of force applied to the device during the guidewire insertion through another device or the interaction with the scope and the used of metal needle or cannula could have induced the problem observed. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2023. During procedure, it was reported that the sensor wire shrink sleeve detached. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of shrink sleeve detached.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2023. During procedure, it was reported that the sensor wire shrink sleeve detached. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event.